Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server to investigate missing medications and found that the med ids did not appear in the facility formulary, despite being listed in the pharmacy formulary with missing facility assignments and generic names incorrectly showing as 0. Then the tss ran the knowledge article unable to add pis item to approval queue - 1.6.1-1.7.x query showed the items were created by pis with a null creator. The tss identified that all affected medications were under the approval queue awaiting customer approval, which explained why the medications were not appearing in the formulary. The customer was advised to review the es guides and approve the medications they wanted added, after which they acknowledged the clarification. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medications item numbers 20434 and 20435 did not appear under the facilities section in the system. The customer expressed concern as these medications were classified as high risk items. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.